Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the instruments cable would not seat within the generator. The fse replaced the e-100 generator to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and failed when installed on an in-house test system. The "power ¿button had white light, and "bipolar" led had no light. The unit could not cut or seal. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was having problems with the e-100 generator. The customer had to hold the instrument cord in the e-100 generator for it to work, but if they weren't holding the cord, the energy was going in and out. The customer moved the vessel sealer cord down to the erbe generator and it was working with the erbe generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system performed a self-test. No errors were indicated upon powering up. The e-100 was not connected to the system. It had its own power source. The e-100 connector on the e-100 was loose. It only had power when the customer held the plug-in vessel sealer in place. The issue with the e-100 did not hinder the completion of the procedure. The customer used the vessel sealer instrument.

Manufacturer narrative:
Correction was made for the follow-up information obtained: on 05-dec-2023, additional information was obtained. The system performs a self-test. No errors were indicated upon powering up. The e-100 generator was not connected to the system. It had its own power source. The e-100 connector on the generator was loose. It only had power when you held the plug-in of the vessel sealer in place. Technical support put in a ticket for a technician to go onsite. The technician and customer did troubleshoot over the phone, and they ordered a replacement e-100 generator. The malfunction of the generator did not hinder the completion of the procedure. The customer used the vessel sealer successfully.

Event description:
Refer to h10/h11 for follow-up information.